Event description:
It was reported that the patient had a sudden onset of pain at the ipg site. The physician believed that the ipg maybe rubbing against something. The patient underwent a revision procedure wherein the ipg was relocated and the patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred about two months ago.